Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that customer required hospitalization due to pump not giving any insulin; treatment received could not be recalled. Requested return of the alleged device for evaluation; customer declined replacement.

Manufacturer narrative:
This case was reported as an adverse event. The customer did not correctly resolve the e4 errors.